Event description:
On 5/11/2000 a pt was orally intubated and connected to a mechanical ventilator for assistance in breathing. Due to pt's compromised medical condition pt was listed as "do not resuscitate". Pt's heart rate on the cardiac monitor decreased and the ventilator was sounding a high priority alarm. Hospital staff do not know how long the ventilator alarm was sounding prior to responding to the pt, nor do they know how long the pt was without connection to the oxygen supply. Following assessment of the pt by nursing staff, it was noted that the flex tube connector disconnected from the ventilator at the "wye" connector. Connection to the ventilator was reestablished, but the pt did not respond and was pronounced dead minutes later.